Event description:
Reporter indicated, via the published journal article "vagus nerve stimulation therapy: 2 year prospective open label study 40 subjects with refractory epilepsy and low iq, who are living in long-term care facilities. Epilepsy and behavior 2005; 6:417-423. Huf, roger, et al." That a patient developed a surgical infection requiring removal of the vns. After several weeks of recovery, a new vns therapy system was implanted with no further sequelae. Attempts to the reporter for additional information have been unsuccessful to date.